Event description:
The customer reported the system displayed a communication error and stopped producing x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer. The system operates as intended.